Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial flutter (after a cryoablation procedure for atrial fibrillation) with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring a pericardiocentesis. During ablation, while completing a cavotricuspid isthmus (cti) line, two (2) possible steam pops were observed. The patient was assessed as stable at the time, so the cti line was completed. Post-procedure, a cardiac tamponade was confirmed via an intracardiac echocardiogram. A pericardiocentesis was performed which yielded 250 cc. The patient was kept for overnight observation. The patient was reported to be in stable condition before, during, and after the intervention. The patient fully recovered with no residual effects. There were no factors cited that may have contributed to the adverse event. It was noted that it was not believed a biosense webster, inc. Product was responsible. The physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for the functionality of the sensors on the carto system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Smartablate generator, model #: m-4900-07, serial #: (B)(4). Smartablate pump, model #: m-4900-08, serial #: (B)(4). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial flutter (after a cryoablation procedure for atrial fibrillation) with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring a pericardiocentesis. During ablation, while completing a cavotricuspid isthmus (cti) line, two (2) possible steam pops were observed. The patient was assessed as stable at the time, so the cti line was completed. Post-procedure, a cardiac tamponade was confirmed via an intracardiac echocardiogram. A pericardiocentesis was performed which yielded 250 cc. The patient was kept for overnight observation. The patient was reported to be in stable condition before, during, and after the intervention. The patient fully recovered with no residual effects. There were no factors cited that may have contributed to the adverse event. It was noted that it was not believed a biosense webster, inc. Product was responsible. The physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There is no information regarding a transseptal puncture. Sheath used was a medtronic cryoballoon sheath. Generator parameters at the time of injury included: power control mode at 40 watts (not titrated), temperature in the 30s (degrees celsius), with no significant changes in impedance. There is no information regarding overall ablation time or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 30ml/min while ablating at 40 watts. There were no error messages reported on biosense webster, inc. Equipment during the procedure. There is no information regarding anticoagulation during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.